Event description:
Customer states that the product is "poor quality". Test results that are 20-30 points off just isn't acceptable. Compared with 2 other devices (doctor's office and hospital), easy touch is the only meter that has this much of a difference. Customer complained that the company isn't doing what they're supposed to be doing and should be overnighting product if they cared about their customers. She stated she's going to continue to file complaints and call (B)(6) and tell them easy touch is a faulty product. She also stated she's going to proceed with this legally. She isn't happy with the product nor company.